Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the item was supposed to be a 14fr 5cc 2 way, silastic foley catheter. The package was labeled as such, but the product itself was labeled as a 10ml catheter. Per additional information received via email on 27mar2024, it was reported that the three different lots were provided nggr4541, nggs0282 and nggr4535.

Event description:
It was reported the item was supposed to be a 14fr 5cc 2 way, silastic foley catheter. The package was labeled as such, but the product itself was labeled as a 10ml catheter. Per additional information received via email on 27mar2024, it was reported that the three different lots were provided nggr4541, nggs0282 and nggr4535.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.